Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was downloaded. Functional testing could not duplicate the customer reported issue. The dso seal was replaced.

Event description:
It was reported that the occlusion was too low. There was unknown patient involvement.